Manufacturer narrative:
Portions of this event were previously submitted via alternative summary report (exception number e1997039) submitted on 1/20/2014, this report is intended to be a follow up report to submit additional information that has been received. The information received indicated the device had a unspecified malfunction, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends or this lot.

Event description:
As reported to coloplast the patient have replacement and revision surgery due to an unspecified malfunction of the device.